Event description:
It was reported that during a ptca/stenting treatment procedure, the maverick2 monorail 15/1.5 mm balloon ruptured at 10 atms on the initial inflation. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous right coronary artery. The physician used a medikit introducer sheath for vascular access and a miracle 3g guidewire and a mach1 guide catheter to cross the lesion. The maverick2 monorail 15/1.5 mm balloon was being used to predilate the lesion for placement of a driver stent. The maverick2 monorail 15/1.5 mm balloon was removed and replaced with a sprinter balloon to successfully complete the lesion predilatation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.